Event description:
Event took place in (B)(6) and has not been reported to (B)(6) authorities. Tentative translation of user's narrative: "upon coagulation the insulation shaft has been burnt within pt. Pt is doing well, no adverse effects reported."

Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files of the reported batch did not indicate recorded quality problems or rejections related to this incident. Failure is due to inappropriate maintenance. Any further info will be sent in to FDA as soon as it becomes available. If no further info becomes available pajunk considers this file as closed.